Manufacturer narrative:
(B)(4).

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, his receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional event or patient information is available..